Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2009 . The patient alleges to have been injured without further explanation.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right internal jugular vein due to a history of deep vein thrombosis. Patient is alleging vena cava perforation, device is unable to be retrieved and bleeding, attempted removal resulted in cardiac arrest, multiple rib fractures due to cardiac arrest. The patient further alleges ¿four prongs perforated the ivc with one leg embedded in the vertebral body with osteal reaction, the ivc is narrowed; lower limb dvt in (B)(6) of 2017; cardiac tamponade, again resulting in cardiac arrest, then pericardial effusion drain¿; limited activity. Furthermore, the patient alleges, ¿I have experienced increased depression because of the filter. Specifically, after the attempted removal my depression was very severe. After being in a coma for so long because of all of the complications with the surgery, it was very hard on my mental state. I am currently on mirtazapine to help manage my symptoms and I see my primary care physician about my depression.¿ per endovascular removal vena cava filter report dated (B)(6) 2017, ¿an infrarenal cook celect filter is present. Procedure aborted after cardiopulmonary resuscitation as described.¿

Manufacturer narrative:
F10: device code(s): appropriate term/code not available (3191) was selected for the alleged vessel perforation.